Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 29mm 3300tfx aortic valve was explanted after an implant duration of 4 months due to unknown reason. The explanted device was replaced with a 25mm 11060a aortic valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Device dehiscence or suture torn out may occur early or late. When it occurs in the intraoperative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. Valve dehiscence is not a malfunction related to a manufacturing deficiency of the device. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was learned through implant patient registry and investigation that a 29mm 3300tfx aortic valve was explanted after an implant duration of four (4) months due to dehiscence with torrential pvl. The patient presented with congestive heart failure. The explanted device was replaced with a 25mm 11060a aortic valved conduit. Per medical records, the patient underwent a redo avr with an aortic root replacement. Intraoperatively, the 29mm 3300tfx was found to be completely dehisced with a large pvl. The 29mm 3300tfx valve was removed, and a 23mm homograft was implanted, however severe bleeding occurred. The homograft was explanted and then replaced with a 25mm 11060a valve conduit. The patient tolerated the procedure well and was successfully separated from cbp then transferred to the cvicu in critical condition.